Event description:
It was initially reported by the hcp that during a bravo capsule placement, the capsule attached to the esophagus, but failed to release from the delivery system. A second attempt was made with a different device and that attempt was successful. No adverse effects to the pt were reported.

Manufacturer narrative:
The capsule was returned attached to the delivery system. The needle was deployed and blood/tissue was present.